Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 0338715. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm had a loose end cap. The following information was provided by the initial reporter: "on september 15, the closed venous indwelling needle was placed. The prn fell off on the same day, and the indwelling needle needed to be replaced, which increased the pain of the child.adr# (B)(4)."